Manufacturer narrative:
(B)(4). The mntr f/a screw 3.5x14 was returned to the customer quality unit (cqu) for evaluation. Visual evaluation of the mntr f/a screw 3.5x14 showed that the thread in the head of the screw driver was torn. A device history review was performed. No discrepancies were observed during the manufacturing process. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the threads on the head of the becoming torn cannot be positively determined at the moment. The likely cause of the defect is the instrument being subjected to unanticipated high amount of forces during use. This will put too much pressure on the threads on the head of the screws causing it to be torn. No issues could be identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon could not final tighten the outer nuts on top of the crosslink because the tall set screw threads had been sheared and he could not final tighten the inner crosslink set screw. Appears the screw and the inner set screw were cross threaded.